Manufacturer narrative:
Additional, changed, and/or corrected data: h6.

Event description:
Patient called to follow up regarding an adverse event/warranty claim for right side. Healthcare professional reported bilateral capsular contracture baker grade iii. The device has been explanted and replaced.

Event description:
Patient called to follow up regarding an adverse event/warranty claim for right side. Healthcare professional reported right-side capsular contracture baker grade iii. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, wear abrasion and opening curved on radius leak test and microscopic analysis was performed which identified: black particles outer device and striated opening on radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on radius assessed as surgical damage consist in the use of some surgical tool. Additional, changed, and/or corrected data.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4 , a.6.

Event description:
Patient called to follow up regarding an adverse event/warranty claim for right side. Healthcare professional reported bilateral capsular contracture baker grade iii. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient called to follow up regarding an adverse event/warranty claim for right side. Healthcare professional reported bilateral capsular contracture baker grade iii. The device has been explanted and replaced.